Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The facility reporter described the patient had (B)(6). The device was received. Investigation is not yet complete. The first proglide device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was deployed. The posterior cuff, suture with posterior needle tip and most of the link were not returned. The anterior cuff had been captured and it was attached to the needle tip. However, the link had broken from the anterior cuff during suture harvesting. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment, therefore the reported experience is confirmed. An anterior link break can also be caused by an initial posterior cuff miss. During deployment the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. During needle trajectory testing the original plunger was inserted into the device and the trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected twice during manufacturing. Based on the analysis the probable root cause of the link detachment is related to the operational context during use. There was no product quality deficiency detected that would contribute to this event. A review of the finished device history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery, with some calcium, after an unspecified procedure. Reportedly, during plunger retraction no suture was attached to the needles. Another proglide was attempted with the same results. Hemostasis was ultimately achieved using a non-abbott device. No adverse patient effects were reported. Though requested, no additional information was provided.